Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set applicator discharged unintentionally while cocked, and the insertion needle punctured the user¿s left ring finger during set change; the user then replaced the infusion set and completed tubing and insertion correctly, and blood glucose remained unaffected. Symptoms included a finger puncture with no reported systemic symptoms. Outcomes included no interruption to therapy and no change in glycemic control. Investigation included customer interview and product history review. Investigation of this case revealed user handling error during deployment of the infusion set applicator. It was concluded that the event was related to use error, and the device functioned as designed.